Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the IV bags stored behind the door were obstructing it. A field service engineer (fse) identified that tower door 2 was making a humming noise during release and assisted in opening it by applying pressure during recovery. It was found that IV bags stored behind the door were obstructing it. The medications were reorganized, and proper door functionality was restored. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the hardware failed, where tower door 2 failed to open and displayed a "requires maintenance, contact technical support" message. A reboot was performed; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.